Manufacturer narrative:
Date of event: used (B)(6) 2021 since no information was provided. (B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified coronary artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the proximal part of the stent strut was damaged. The procedure was completed with another of same device. No patient complications nor injuries were reported.